Event description:
It was reported that the patient presented for remote follow-up via merlin.net with episodes of post-sensed t wave oversensing exhibited by the implantable cardioverter-defibrillator. Programming interventions were made. There were no patient consequences.